Event description:
Elderly female with proximal right middle cerebral artery occlusion was brought into procedure room for mechanical thrombectomy. A solitaire 4x40 was advanced into the right middle cerebral artery where it was deployed. The stent detached. An angiogram was obtained via the guiding catheter demonstrated an occlusion of the internal carotid artery with a retained stent. Attempts to retrieve the stent and aspirate clot using other methods were unsuccessful, and the procedure was stopped. The patient was sent back to the ICU. The following day a head CT showed enlargement of the infarct, but no bleeding. The family made the patient a dnr/dni and transitioned her to comfort care. The patient expired.